Event description:
During the atrial fibrillation procedure, cardiac tamponade occurred requiring a pericardiocentesis to stabilize the patient. Difficulty was noted with transseptal puncture using a non-abbott device (brockenbrough needle by boston scientific). After several attempts were made, including using rf energy with rf needle under ice guidance, the left atrium was approached and premap was performed using advisor vl mapping catheter. After mapping, while ablating the right pulmonary vein (rpv), the contact force sometimes became 50-60 grams, and the contact force momentarily exceeded 100 grams. After the rpv isolation, when the left pulmonary vein (lpv) was isolated, it was found that the blood pressure decreased. When checking fluoroscopy, the pulsation appeared to be slow. A transthoracic echocardiography was done which revealed a cardiac tamponade. A pericardiocentesis was performed and the patient stabilized. The procedure was completed without replacing the catheter and there were no adverse consequences to the patient. No perforation was confirmed. The physician does not know whether the cardiac tamponade occurred during the brockenbrough procedure, mapping, or ablation. There were no reported performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.